Event description:
There is an upcoming revision surgery for unknown reasons involving the invision tibia and talus.

Manufacturer narrative:
Please note the corrections made to the h6 results code and conclusion code: the reported event was confirmed based on available medical records and professional health care expert¿s assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿based on available medical records it can be confirmed that the device was used as intended. The CT-scan show a large posterior cyst adjacent to the tibial component. Some polyethylene wear may be possible, it cannot be stated with certainty.¿ based on investigation, the root cause was attributed most likely to a patient related issue. The failure was caused by cavities in the tibia, adjacent to the tibial component. The asymmetry between the talar and tibial component may be indicative of pe-liner wear. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
There is an upcoming revision surgery for unknown reasons involving the invision tibia and talus.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in the patient.